Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncopal episodes. Noise was observed on both the right ventricular (rv) lead and right atrial (ra) lead which corresponded with the syncopal episodes. Pacing was inhibition for greater than 2.5 seconds. Additionally, out of range impedance measurements were observed on both channels. Fluoroscopic evaluation found the rv lead may not have been fully inserted into the header. A revision procedure was being planned for both leads. No additional adverse patient effects were reported.